Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with complaints of lethargy and arm discomfort for days. During device interrogation it was noted the patient had a slow vt that was not detected by the device. The vt episode was subsequently terminated in the emergency room with one burst of anti tachycardia pacing therapy when the device was reprogrammed. The patient was discharged that same day.